Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report.   Upon further investigation of the reported event, the following information is new and/or changed: (device evaluation anticipated by manufacturer a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 170 - manufacturing process problem identified. Conclusions code: 25 - cause traced to manufacturing. The returned sample was visually inspected and was confirmed to be obstructed/blocked. It was then pressurized to approximately 1900 mmhg, and the blockage was unseated and the pathway allowed flow again. A retention sample of the same reservoir housing lot was visually inspected and no blockages were noted. The most likely cause of a blockage in the sampling manifold line is chemical build-up during the manufacturing process which wasn't properly cleared after the bonding step. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the manifold line was obstructed. No consequence or impact to patient. Product was changed out. Procedure was completed successfully.